Event description:
Report received indicated the pt noted blood in her pouch about an hour after applying the flat skin barrier with a hernia belt over the stoma. The belt allegedly caused the wafer edge to cut into the skin located at the right edge of the stoma area. Prior to the receipt of this complaint, the wafer was changed and cleaned without further incident. The report indicated the bleeding was controller after the new appliance was applied. A follow up called was conducted and no further info regarding pt outcome was provided.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR.